Event description:
It was reported while using the device, the patient experienced bleeding and clotting. The nurse removed the device right away and the patient was referred to the doctor. It was also reported that the patient was taking aspirin at the time of the therapy. At the time of this report, the patient was healing well.

Event description:
It was reported while using the device, the patient experienced bleeding and clotting. The nurse removed the device right away and the patient was referred to the doctor. It was also reported that the patient was taking aspirin at the time of the therapy. At the time of this report, the patient was healing well.